Event description:
It was reported to philips that the unit failed to boot due to defective flexvision pc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd and cables, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).